Manufacturer narrative:
A4: weight: 94.4 kg. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was not able to be performed based on the condition the sample was returned. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that a diagnostic cardiac cath was performed, and the angio-seal was opened to deploy. There was no indication of a defect in the product and the patient had no apparent signs of disease or other issues. The angio-seal worked as expected until the device was pulled out and the entire device pulled out without hemostasis. Manual pressure was immediately applied. The patient did not encounter any harm. The staff decided to cut the angio-seal sheath to see if the anchor and collagen were in the tube shaft. They discovered it never deployed out of the sheath even though the device clicked together and clicked back like it normally would. There was no blood loss. There was no patient injury or surgical intervention required.